Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s918usqs6cyb3 smartphone hardware: sm-s918u cgm sensor type: g7.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg), while wearing the device for longer than 48 hours. The patient reports having swelling, purulent discharge and tenderness at the pod infusion site. The patient reports they have removed the pod and applied a new pod. The patient reports they had gone to their doctor where they had been diagnosed with cellulitis. The patient was treated with an antibiotic injection and prescribed oral antibiotics.